Event description:
Further follow up identified the physician observed patient and the patient incision sites look normal. The patient's issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced hematoma at the scs ipg site. The physician drained the hematoma in the ER. Later the pain physician cauterized the pocket and closed it. Following the procedure the patient experienced another hematoma and was admitted to the hospital where the fluid was aspirated. The physician applied an ace wrap at the site to compress the seroma.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.